Event description:
A home patient (hp) contacted baxter's technical service center to report that she accidentally connected to the home choice machine during prime. The technical service representative advised the hp to restart set up with new disposables. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up with the home patient (hp)'s nurse regarding the use error, it was revealed that the hp is aware of the proper procedure, and added that it was an accident. Per nurse, hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. This complaint is for a report of a patient connecting during prime. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.